Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The foreign material may not have been removed because reprocessing could not be conducted properly due to water leakage from the cable unit and switch. The instruction manual states the detection methods associated with reprocessing issues in ¿gif-h185, cf-h185l/I operation manual: chapter 3 preparation and inspection¿ and states the preventative measures in ¿gif-h185, cf-h185l/I reprocessing manual: chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a compression at the tip, distal end defects, and image distortion during endoscopic examinations. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water cylinder and air/water tube had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on switch 1 water tightness was lost, the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the suction cylinder has a scratch, the switch box had a scratch, the control unit had a scratch, the suction cover had a scratch, the right/left knob had a scratch, due to a cut on the heat shrinking tube of the lock engagement lever the expected insulation capacity could not be obtained, the plug unit had a scratch, the scope connector case unit had a scratch, the scope connector cover unit had a scratch, the cable unit had corrosion due to water leakage, the image guide protector had a cut, the objective lens had a crack, the light guide lens had a crack, the bending tube was damaged, the connecting tube had a wrinkle, the universal cord had a wrinkle, a compression at the tip, distal end defects, and image distortion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.